Event description:
It was reported that the patient received seven inappropriate shocks due to noise, and the right ventricular (rv) lead exhibited high impedances. During the replacement procedure, the lead was tested and appeared to be functioning normally. As a result, the device was explanted and replaced. During the replacement procedure, the new device was connected to the lead, and noise was seen. The device was removed, and tissue was found in the connector port. The tissue was removed, and the device was reconnected and appeared to be functioning appropriately. Two days later, the device was interrogated again, and one episode of noise was seen, which was not reproducable. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received seven inappropriate shocks due to noise, and the right ventricular (rv) lead exhibited high impedances. During the replacement procedure, the lead was tested and appeared to be functioning normally. As a result, the device was explanted and replaced. During the replacement procedure, the new device was connected to the lead, and noise was seen. The device was removed, and tissue was found in the connector port. The tissue was removed, and the device was reconnected and appeared to be functioning appropriately. Two days later, the device was interrogated again, and one episode of noise was seen, which was not reproducable. It was further reported that the second device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 1488tc implantable pacing lead - (B)(6) 2003; 4194 implantable pacing lead - (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.